Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes researcher reported via phone call of high blood glucose readings and no delivery alarms from the insulin pump. The customer's blood glucose reading was 417 mg/dl. The customer stated that his blood glucose did not go down and he took the pump off and went to a concert. The customer treated for the high readings with injections. The diabetes researcher also stated that he was hospitalized for diabetic ketoacidosis. The customer was advised to do a self-test and it passed. The customer stated that the alarm was resolved by an infusion set change.